Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.